Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable (B)(6) confirmatory test results for samples from one patient. The customer tested serum and plasma samples from one patient and received differing results. The samples were sent to be tested by clia method and then were submitted for investigation and tested by roche method and on an architect analyzer. Information concerning which result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The (B)(4) reagent lot number was 181245. The expiration date was requested, but was not provided. The (B)(6) confirmatory test reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information and patient sample needed for further investigation were requested but not provided.